Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.

Event description:
It was reported that when the pt's head was fixed on the unit, the rocker arm broke. The pt's head was able to be held by hand so the pt was not injured. The event lead to a 30 minutes increase in surgery time. Add'l info has been requested.